Event description:
The customer reported to olympus that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had the ceramic tip broken. There were no reports of patient harm.

Manufacturer narrative:
D1: resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs. E1: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed that the tip was broken with no other findings. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1 (reporter phone number) and g2 (health professional and company representative are not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the ceramic tip broken occurred due to one of the following: thermo-mechanical fatigue, wear and tear or improper handling (impact, shock). The event can be detected and prevented by handling the device in accordance with the following instructions for use: before using the product, the warning notices in the instructions for use should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning. Infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning. Risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. Olympus will continue to monitor field performance for this device.